Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed out pump supplies to address the alarms. Customer self trouble shot and believes that the site is cause of occlusion. Customer's blood glucose was 300-400 mg/dl.